Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has ben returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
It is reported that a customer issue with the keypad on their insulin pump. The pt's blood glucose level was unk. The customer stated that they had a motor alarm and problems with their sensor glucose being off with their blood glucose count. The customer was assisted with the issue and was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer stated that they will call back about the replacement insulin pump. No further info was provided.